Event description:
Surgeon inserting the barricaid implant and noticed the mesh starting to buckle. The surgeon then removed the failed implant with mesh buckling and attempted a second implantation using the same damaged implant. The buckled mesh then contineud to buckle and it detached from the anchor. Then the surgeon removed the now separated mesh and sunk the implant further into the vertebral body. Anchor remains implanted and the patient was closed up.

Manufacturer narrative:
Surgeon was interviewed after the surgery, and they agreed that they were using an angle that was too steep for the initial insertion. The surgeon was instructed when the buckling was noticed, to replace the damaged implant and was offered a new implant by the intrinsic representative present at the time of the operation. They decided to continue with using the damaged implant which caused it to fail by having the mesh barrier (seal) to detach from the anchor. This failure of the device was due to improper technique initially and continuing to use a damaged implant. There was no patient harm associated with this adverse event.